Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an ruptured abdominal aortic aneurysm. Vessel morphology and aneurysm size at the time of implant are unknown. It was reported that 8 months post stent graft implant the patient was treated for type ii endoleak. It was reported 32 months post stent graft implant that the patient presented emergently with a loss of blood pressure. The CT demonstrated that the loss of blood pressure was due to the ruptured aneurysm from the type ii endoleak. The physician elected to perform open surgical repair. The patient remained in the hospital for approximately 1 month and it was reported the patient expired in early august.